Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that her device never got programmed so its "wonky" and the stimulation is hard to control but it has been helping her pain. The patient reported that she thinks the device has been causing this horrible left side flank pain in her stomach. The patient stated that her device would start going "super, super fast" and then the patient couldn't turn it down at all because the device wasn't programmed. The patient stated that the device works for pain, but it¿s horrible when the device is 'going super fast like that". The patient stated that its horrible because from her whole stomach, from her left rib cage, all the way down to her groin, she has a horrible feeling. The patient stated that the stimulation changes that she felt are positional. The patient stated that she has extra weight than she normally does (from not having her thyroid meds), probably about 20-15 lbs and the patient didn't know if the extra weight or fluids were pressing on where the lead is implanted in the spine. The patient noted that the surgeon implanted the lead almost all the way up to her neck because of the accident she had that led her to get the device, her whole spine is bad, and its meant to target her spinal fusion. The patient was redirected to follow-up with their healthcare provider (hcp) to address programming. However, it was noted that the patient did not have a managing physician at the time of the call and physician listings were sent to the patient. No further complications were anticipated/reported. (B)(4).